Manufacturer narrative:
Age not provided but was a pediatric patient. Concomitant medical products: 250ml baxter bag, ndc (B)(4), lot y282277, exp mar20, 0.9% sodium chloride injection. The customer report of a leak above the drip chamber was confirmed. Visual inspection showed dried blood residue atop the blood filter drip chamber, especially at the engagement of both tubings to the inlet ports of the drip chamber. The set was attempted to be re-primed but was unable to due to the dried blood throughout the set. It was observed however that some of the blood was leaking out from the inlet ports. Both tubings were slightly tugged and one of the tubings was able to be separated from the inlet port. Further inspection showed insufficient solvent application. The root cause of the customer's report was insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported a leak above the drip chamber where the two lines meet. There was no report of patient harm.